Event description:
The customer reported that the system displayed a collimator error. The customer was unaware if it happened during a case.

Manufacturer narrative:
The ge service rep found that the system was receiving an intermittent iris too large message, and iris stuck messages in the errlog. He found a broken wire in the hv cable assembly while flexing the cable. He repaired the broken wire in the hv cable assembly. He ran the system collimator in and out about a dozen times with no errors occuring. The system is operating as intended. This MDR is related to ge healthcare complaint number.